Manufacturer narrative:
Per tandem¿s t:slim pump user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded 250 units of insulin into the cartridge and the customer received a fill estimate of 90 units. Customer's blood glucose level was 148 mg/dl. Reportedly, the customer loaded cold insulin into the cartridge. Customer declined further follow up from tandem technical support.